Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported 'downstream pressure too high' which were verified through a review of the event history log but not reproduced during evaluation as the device passed downstream occlusion testing. The reported condition was verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had downstream pressure too high during testing at the biomed service department. There was no patient involvement. No additional information is available.